Event description:
A user facility reported they noticed that the serial number label became detached from the lma connector during pt use. The label was removed without any pt injury or problem. If the user facility can locate the device, they will return it for eval.